Event description:
New information noted that the device never touched the patient. There was no patient interaction with the device therefore, there were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator had an error message appear stating ¿protected parameter¿ error. This error prompted the clinician to rerun the lv camp confirm test. It was noted that there was a transmission issue and they physician was unable to program. Further information was requested however, was not provided.